Event description:
It was reported that the patient received inappropriate therapy due to possible atrial fibrillation (af) with rapid ventricular response. Also, the rates were too fast for wavelet to withhold therapy. The implantable cardioverter defibrillator (ICD)&#1157;mains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.